Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with mild tortuosity, mild calcification and 90% stenosis. As the lesion was challenging, tapping technique was used while advancing the 2.5 x 08 mm xience xpedition stent delivery system (sds) toward the lesion, but the shaft became bent as it was tapped, and did not cross the lesion. Therefore, the device was removed from the anatomy. Outside the anatomy, the proximal shaft (hypotube) became separated approximately 15cm distal to the hub. A new xience xpedition sds was used to complete the procedure. No adverse patient effects were reported. There was no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional/ inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.